Event description:
Event reported per registration of the replacement device. Pt was diagnosed with infection in 1999 with redness and swelling in the lumbar region. A culture was obtained and staph aureus was found. The pt rec'd IV antibiotics and the total was explanted. The infection was resolved with the treatment. New system implanted after recovery from infection.